Manufacturer narrative:
Additional information has been provided in d.9., e.1., h.3., h.6., and h.11. The device with the lens was returned. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger and lens were advanced to mid-nozzle. The plunger has overrode the lens at mid-nozzle. The leading haptic was extended towards the nozzle tip and the trailing haptic was in an acceptable folded position. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. A plunger override was observed. The root cause of the reported complaint may be related to a failure to follow the IFU. A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger override may occur: 1) due to rapid advancement faster than the IFU recommend rate. 2) if the operating room temperature is too high (> 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, they had a problem with the company pre-loaded lens when trying to prime it. Used the correct amount of viscoelastic as directed to prime the lens but on pushing the plunger forward, the blue advancer missed the iol and the lens remained in the chamber (as confirmed by the surgeon via microscope). There was no patient harm and was able to proceed as we used an alternative lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).